Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7128684/ 7134344.

Event description:
It was reported that the patient was experiencing increased pain since implant. The patient was admitted to the hospital and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.